Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the stimulator battery was hurting status post implantable neurostimulator (ins) placement (B)(6) 2013. The patient stated that the ins battery had been hurting her and felt like it was moving around. The patient and her daughter were also concerned about a knot in her thoracic incision. It was believed that the knot near the thoracic incision came from the plastic anchor used to hold the stimulator leads in place. The healthcare professional (hcp) was able to feel the battery as well. The hcp believed that because the patient was a thinner person she noticed her battery more than other patients. The patient also had some issues with coverage. Both of the incisions were looked at and there were no signs of infection observed. The manufacturer representative was able to adjust the coverage for better results and the patient was pleased with it. The patient was instructed to call if she suspected any signs of infection near the battery or anchor site. Otherwise, the patient would be seen on a prn basis. No intervention or outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient had stimulation in the wrong location. It was noted the patient had a follow up appointment with their healthcare professional (hcp) and the patient reported that stimulation was in their legs rather than their back. It was noted the implantable neurostimulator (ins) pocket was painful. It was further noted the patient stated it felt like the ins was moving. The reporter stated that stimulation was reprogrammed to give patient coverage of their back. The reporter further stated that no further actions were taken. It was noted the patient had pain at the device pocket and their back. It was further noted the patient status at the time of this report was alive with no injury. Additional information was requested, but was not available as of the date of this report.